Event description:
Staff was setting up for an IV start. No patient was involved. The clave was attached to a j-loop and a 10cc sterile saline syringe was attached to the clave. The rn was unable to flush the clave. When the syringe was removed, staff could see that the center white plunger of the clave was pushed in and appeared to be jammed inside the clave. Staff had no difficulty attaching the j loop to the clave or the syringe to the clave. This was a new clave that had been obtained from the storage shelf. No other similar events have been reported. The packaging from this clave was not saved, but the device is available for investigation.